Manufacturer narrative:
Visual inspection of the articular surface confirmed that the dovetail feature is flared out as a result of removal of the implant. There are few scratches seen on the surface of the device. Dimensions were found conforming to print specifications where measured. Review of the device history records for did not find any deviations or anomalies. This device is used for treatment. With the information provided so far; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Complaint history search revealed no additional complaints against the related part and lot combinations. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon the receipt of further information.

Manufacturer narrative:
This report will be amended when our investigation is complete

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that when the surgeon attempted to engage the articular surface onto the tibial plate he could not get it to seat. The surgeon removed the poly using the articular surface extractor and attempted a second time without success. Another articular surface was opened and successfully engaged on the tibial component.